Event description:
"Leak" alarms sounded from the pump and blood was noted in the tubing. On 3/30/98, the following was reported to datascope: while at bedside attempting to doppler pulses, the iabp alarmed "circuit leak". While checking the pump connections, blood was noted in iabp tubing. The dr was aware of the leak and the pump was placed on stan-by. Blood progressed further down the tubing. Iabp was then discontinued by the dr. It was not possible to obtain doppler right pedal pulse which was audible one hr earlier. The pt's hemodynamics were stable. The pt suffered a temporary loss of the right pedal pulse. Pedal pulse eventually returned. [Event complications]: unk-rpt'd 2/24/98; temporary loss of pedal pulse-rpt'd 3/30/98. [Pt's current status]: all pulses dopplerable.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.